Event description:
Pump was reported to have experienced a cartridge change error. Customer's blood glucose impact was not disclosed despite inquiry. Technical support guided customer through troubleshooting steps, including inspecting and cleaning the pump's pneumatic tap area, but error persisted with multiple cartridges. Support arranged for pump replacement and instructed customer to use multiple daily injections as backup therapy, also ensuring customer understood how to put pump into storage mode and ship defective unit back within ten days.